Event description:
Information was received from a healthcare provider and a manufacturer representative regarding a patient who was trialing a wireless external neurostimulator (wens). It was reported that a trial procedure was performed on (B)(6) 2025. Severe pain was reported from the time of the skin incision and puncture. Under the direction of the chief director, local anesthesia and sedation were administered. Numbness in the left leg was reported during lead insertion. Since no abnormalities were found on ap and lateral imaging, the procedure was continued. The procedure was completed by placing the lead. According to the chief director, there was a possibility that the numbness was temporary, so observation was chosen. On (B)(6) 2025 during the check, numbness and pain centered around the left ankle remained unchanged. It was noted that in addition to diabetic neuropathy, there was a possibility that the patient's nerves had become hypersensitive due to the actions that were "habitually performed in the past." The device was not mentioned as a nerve root injury during puncture or lead insertion. The attending physician reviewed ap and lateral images and conducted a patient int erview, but the cause remained unknown. The patient continued to be hospitalized and the issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# unknown, implanted: (B)(6) 2025, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: unknown. G2: the country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that although the issue remained unresolved, the symptoms were gradually improving at the time of follow-up. It was noted that the patient had received medication to address the issue. The patient reportedly remained hospitalized at the time of follow-up; however, it was noted that ¿the original plan was for about two weeks.¿ the cause of the patient¿s pain and numbness was unknown. The facility director noted that ¿the needle may have interfered with the nerve root or surrounding tissues due to the patient¿s movement cause by pain during the procedure.¿ it was clarified that the actions that were ¿habitually performed in the past¿ referred to unknown medication. No further complications were reported or anticipated.